Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the superior plane was not properly dissected by device. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The case was extended by more than 1 hour. No pt injury was reported.

Manufacturer narrative:
(B)(4).